Event description:
It was reported the patient had a hematoma located in the upper quadrant of the abdomen above the pancrease. The patient also was diagnosed with pancreatitis and possible malignancy below the liver. The patient was hospitalized in ICU and intubated. A critical alarm was occurring and confirmed by telemetry. The pump reservoir was empty in 2008, and patient went through withdrawal. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.